Manufacturer narrative:
Device evaluation: the service engineer (se) evaluated the ventilator and did not duplicate the initial event. The ventilator passed self-testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report, that during patient use, the ventilator became inoperable. There was no harm to the patient as a result of the event.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.